Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device stopped working and the patient did not feel stimulation. On the call, the caller increased stimulation on program 1 from 4.0 to 8.5 and the patient didn¿t feel anything. The caller changed to program 2 and increased to 8.5 and the patient didn¿t feel stimulation. It was reviewed to try all of the programs and increase to try to feel stimulation. The caller was redirected to the patient¿s healthcare provider to check on the device. The caller stated the patient had not had any falls or trauma. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry: the cause of the device not working and lack of stim was not determined. The patient has not contacted the hcp to resolve the situation. No further complications were reported.